Manufacturer narrative:
(B)(4). Internal complaint number: (B)(4). Autonumber: (B)(4). The device was returned to the factory for evaluation. A visual inspection was conducted. Signs of clinical usage and evidence of blood were observed. A microscopic inspection was conducted. It was observed that the heater wire on the hot jaw was bent at the center but remained attached at the tip and at the base. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it did not produce heavy visible smoke and heat during ten (10) 3-second activations and shut off when the toggle was released. The handle was opened to evaluate the internal components. The switch was examined under microscopy. No visible defects were observed to the toggle. No residue or contamination was seen on the switch. Based on the returned condition of the device and the evaluation results, the given complaint was not confirmed for the reported failure mode " environmental particulates." The analyzed failure mode "bent wire" was confirmed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro experienced a large amount of white smoke. Jaws were cleaned then she tried again and still experienced smoke so she replaced the kit. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro experienced a large amount of white smoke. Jaws were cleaned then she tried again and still experienced smoke so she replaced the kit. The hospital did not report any patient effects.